Event description:
It was stated that the insulin pump alarmed motor error during the rewind. Troubleshooting was performed and the insulin pump did not pass the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.